Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as unidentified (tear) opening . (Shell thickness was within specification). Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observation: green particles observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported "implant was ruptured before surgery." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product. Later, healthcare professional reported right side "implant was ruptured before surgery". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as unidentified (tear) opening . (Shell thickness was within specification). Additional observation: green particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product. Later, healthcare professional reported right side "implant was ruptured before surgery". Device has been explanted and replaced.